Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned. On the basis of the investigation of the images provided, the reported stent fracture could be confirmed. The fracture was identified as multiple tine fractures. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. A difficult vessel anatomy also may be a contributing factor to the reported event. In this case, only limited information was provided regarding the procedure performed, the patient's condition and the accessories used. On the basis of the evaluation of the images provided and the information available, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." The IFU also indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that the stent fractured post placement. There was no reported patient injury.

Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard.

Event description:
It was reported that the stent fractured post placement. There was no reported patient injury.